Manufacturer narrative:
Upon further investigation, an interfering factor against streptavidin which is a component of the reagent was found in the sample. This interfering factor is documented in product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by a suitable test design.

Manufacturer narrative:
Additional results were obtained upon retesting the samples on(B)(6)-2022. From the original sample 1 drawn on (B)(6)-2020: the elecsys ft4 result was 2.30 ng/dl, ft3 result was 4.92 pg/ml, and anti-tshr result was 15.2 iu/l. The wako ft4 result was 1.35 ng/dl and ft3 result was 2.72 pg/ml. From the new sample 2 was drawn from the same patient on(B)(6)2020. The elecsys ft4 result was 2.44 ng/dl, ft3 result was 5.18 pg/ml, and anti-tshr result was 15.5 iu/l. The wako ft4 result was 1.45 ng/dl and ft3 result was 3.04 pg/ml.

Manufacturer narrative:
Sample from the patient was submitted for investigation. An interfering factor against streptavidin which is a component of the reagent was found in the sample. This interfering factor is documented in product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.

Manufacturer narrative:
Additional results were provided for the patient: from the original sample 1, the customer's anti-tshr result was 15.0 iu/l. The result by the wako method was <1.0 iu/l. A new sample 2 was drawn from the same patient on (B)(6) 2020. From the elecsys method, the results were tsh: 1.290 uiu/ml, ft4: 2.77 ng/dl, and ft3 5.17 pg/ml. From the wako method, the results were tsh: 1.014 uiu/ml, ft4: 1.31 ng/dl, and ft3 2.80 pg/ml.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable thyroid results for one patient from cobas e 801 module serial number (B)(4). The customer retested the sample by accuraseed (wako) method, with peg treatment, and tsh assay with dilutions. The sample was submitted for investigation where it was tested on a cobas e 801 module. This MDR is for the ft4 iii assay. Refer to the medwatchs with patient identifiers (B)(6) for the other assays involved. The customer reported out the results to a physician and asked for repeat testing.